Event description:
After placement into the patient, the velocity microcatheter unraveled mid shaft. The entire catheter was successfully removed with no harm to the patient. A new velocity was used without issue.